Event description:
Patient presented with dizziness and palpitations. This appears to be most likely related to a fractured right atrial lead. The lead was capped and replaced successfully. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).